Event description:
The hospital reported an error resulting in a system shutdown. There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. Clean and reset the control board and power switch connection to resolve the reported issue.